Event description:
Account called and alleged that the head section will drift down. There were no reports of injury. Account stated he swapped the head down valve and still the same issue. Account did find the head valve was sticking and he replaced it to resolve the issue.